Manufacturer narrative:
The patient was seen at the office the next day and reported the redness was dissipating and was less sore to the touch. However, she had developed a slight fever and streaks traveling up her forearm. The physician prescribed keflex for the patient. During follow-up, it was reported the symptoms are resolving and the patient is feeling better each day. A review of the device history records indicates that the reported lots; #1011125 and 1011288 met all specifications. A review of bioform medical's adverse event database was conducted for lots #1011125 and 1011288. No other reported infections were revealed for either lot. Additional lot# 1011288.

Event description:
Physician reported a patient injected with radiesse dermal filler in the hands is experiencing swelling, redness and is sore to the touch in one hand, two days post-injection. The physician is concerned there may be an infection developing.